Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Other relevant device(s) are: product ID: evolutpro-26-us serial: (B)(4), use by date 2019-07-20, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the sinuses as the nose cone of the delivery catheter system (dcs) was being retrieved. The valve was snared and pulled into the ascending aorta. A second transcatheter bioprosthetic valve was then implanted into the annulus. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the evolutr instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. If information is provided in the future, a supplemental report will be issued.